Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, re-intervention occurred. The 100% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.5mm and the lesion length was 20mm. Direct stenting not performed due to stenosis. A 3.50x24mm liberte stent was implanted and a filter wire was used due to a fresh thrombus. Post-procedure stenosis was 0%. The procedure was a technical success. One day after the index procedure a re-ptca was performed in the target vessel and non-target vessel. There were ECG changes. The patient was discharged five days after the index procedure without anginal complaints or silent ischemia. The discharge medications were asa 100mg/day for 9 months and clopidogrel 75 mg/day for 9 months and a iib-iiia agent.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.